Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5592 implantable pacing lead (B)(6) 2005, 3093 interstim urinary lead (B)(6) 2006, 3095 neuro extension (B)(6) 2006, 3023 interstim urinary mgu implantable pulse generator (B)(6) 2006. (B)(4).

Event description:
It was reported that the pacemaker was being interfered with by an interstim implantable pulse generator (ipg). The interstim device was turned off and the pacemaker remained in use. No patient complications have been reported as a result of this event.